Manufacturer narrative:
A visual inspection was performed on the returned device/packaging. The reported unsealed device packaging was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported unsealed device packaging appears to be related to circumstances of the procedure, as it is likely the inner pouch had been previously partially opened by the account at some point, causing the reported unsealed packaging device. Return analysis observed the unsealed area of the vendor seal showed a cloudy like texture indicating the specific area of the vendor seal was originally sealed during the manufacturing/packaging process. The corner of the pouch that is unsealed is the corner with the pull tab. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that corner of the 6.0x39mm omnilink elite stent packaging containing the device was found to be unsealed upon removal from the outer packaging and no longer sterile. Another same size device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.